Event description:
It was reported the patient underwent a procedure to place a drg trial lead. During the procedure, while the physician was attempting to place the lead, the patient's oxygen level decreased and the patient was intubated in the operating room. The patient was taken to postoperative recovery where he was awoken and was able to be discharged to home.